Event description:
Reportedly, the instrument's jaws closed around tissue and would not release. Therefore, the procedure was converted to an open procedure to remove the instrument from the tissue and complete the case. Procedure: lavh. Pt status: no pt injuries reported.